Manufacturer narrative:
The patient has continued to report good stimulation coverage from the nalu system when communication was achieved. There are no indications of any system or component failure or malfunction as all original components remain implanted and in use. Cause of the communication issues that led to surgical intervention is unknown however component migration is likely.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain after having participated in a successful trial phase with nalu. Depth of the implant was confirmed at the initial implant to be within the recommended parameters for optimal communication between components. On an unknown date, the patient began to experience issues maintaining communication between the implantable pulse generator (ipg) and the external therapy discs. A surgical revision was performed on (B)(6) 2025 to move the existing ipg several inches laterally on the lower back. No components were removed or replaced during the procedure and no new components were implanted.